Event description:
It was reported that balloon rupture occurred. A 6.0mmx20mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation at 11 atmospheres, the balloon ruptured . There were no patient complications reported.